Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues, which they acknowledged and understood.